Event description:
On november 18, 2009, a doctor alleged that he had 5 cases of temporaries placed with tempbond clear that set too hard, which either had to be cut out or the tooth broke during removal.on this second instance, tooth damage occured at the gumline during the removal of the crown.

Manufacturer narrative:
The doctor reported that the damaged tooth required a post and core. The crown was remade and replaced. Evaluation of the product involved in this incident was conducted and found to be within specifications.